Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6b - date of explant is unknown. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The event of an explant was reported to abbott. The patient was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that that patient underwent surgical intervention at unknown date for unknown reason wherein the entire system was explanted.